Manufacturer narrative:
Context: context/problem description: complaint investigation (B)(4) was initiated in response to a complaint relating to inoculated bottle contamination from a clinical customer, hopital (B)(6) ((B)(4)/ (B)(6)). Investigation: batch history record and complaint trend analysis** there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results: based on the evaluation of data and very limited information provided by the customer, there are three most probable root causes for contamination of bact/alert pf plus culture bottles with gordonia sputi pertaining to complaint (B)(4): materials: the customer stated that they have seen an increase in inoculated blood culture isolates for gordonia sputi (g. Sputi) with five (5) bact/alert pf plus culture bottles (pediatric bottles) from lot 0004057068. The customer reported that all materials and practices that were used to inoculate the five pf plus bottles related to this investigation were the same as communicated in case (B)(4)/(B)(6) (different lot of pf plus and different organism contaminant was detected). The patient samples are drawn with dry tube (non-sterile) and transferred into bact/alert culture bottles with a syringe. The dry tube (non-sterile) was used to collect enough blood sample from pediatric patients prior to inoculating the pf plus bottles with a syringe. A 4ml sample is required as per the information for use (IFU). Biomérieux recommends direct venipuncture draw is best for inoculation into the bact/alert culture bottles; however, syringe draw directly into the culture bottles without an intermediate tube collection is also appropriate for bottle inoculation as per the IFU. Direct draw from patient to culture bottle reduces the chance of contamination. Although not recommended by biomérieux, blood may be drawn directly into collection tubes containing sodium polyenethole sulfonate (sps). Sps tubes can be used for blood culture specimen collection in microbiology to prevent blood clotting. Sps is already present in the pf plus culture bottles, if sps tubes are used as an intermediate collection tube, the material is compatible with sps material already present in the culture bottles. Gordonia sputi: article 1: gordonia sputi bacteremia from emerging infectious diseases-www.cdc.gov/eid-vol. 15, no. 9, september 2009 states: ¿gordonia spp. Are environmental bacteria whose implication in human disease seems to be increasing.¿ (e.g soil). ¿the fact that these bacteria are often associated with medical devices highlights their role as nosocomial agents.¿ (originating in hospital environments) ¿ ¿bacteria have most often been isolated from blood samples. Bacteremia has started from underlying disease such as¿ and frequently to cvcs¿ catheter removal has been recommended for treatment of gordonia spp. Infections in children¿¿ (central venous catheter (cvc)) article 2: catheter-related bacteremia due to gordonia sputi in a patient with acute lymphocytic leukemia: a case report found in jpn. J. Infect.dis.,69,342-343,2016: ¿ the genus gordonia, first described in 1971 by tsukamura (1), currently includes 38 species. This aerobic actinomycete genus is widely distributed in water and soil.¿ ¿catheter-related bacteremia due to g. Sputi was successfully treated¿ and removal of the central venous catheter.¿ ¿several previous reports showed that bacteremia caused by the gordonia species tended to occur in patients with underlying malignancies or in other immunocompromised conditions, especially when using a catheter..¿ ¿in the present case, the portal of entry for the infection was most likely the central venous catheter.¿ gordonia sputi is an environmental bacteria found in soil and water. This organism has been associated with hospital environment and specifically being present with central venous catheters (cvc). It is unknown from the case comments if the five (5) pediatric patients had cvc lines while in the emergency room; however, four (4) of the five (5) patients were diagnosed with hyperthermia (abnormally high body temperature/fever) and probably had cvc lines for the administration of fluids and antibiotics (three (3) out of the five (5) patient¿s received antibiotics-not for g. Sputi). The contaminant of the bact/alert pf plus bottles from lot 0004057068 was identified as gordonia sputi by the customer. An internal technical assessment presented different scenarios with organism growth vs temperature and inoculated bact/alert bottles were evaluated supporting that various organisms identified in various complaints were not a result of bact/alert bottle manufacturing. G. Sputi is known to be found in the environment (e.g. Hospital). The bact/alert pf plus bottles did detect organism growth as intended; however, the organism detected was a suspected contaminant which could have been transferred by use of a dry tube (non-sterile) used as an intermediate collection tube by the user and into bact/alert culture bottles with a syringe or through the process of drawing blood out of a central venous catheter unit. Contamination of culture bottles could potentially interfere with medical diagnosis/treatment of a patient. Materials are contributing factor to this complaint. Manpower: the customer communicated that their process of inoculation of patient sample (e.g. Pediatric patients) into bact/alert culture bottles involved the sample being drawn into a dry tube (non-sterile) and transferred into bact/alert culture bottles with a syringe. The user in the blood drawing process needs to be aware of preventing contamination during bottle preparation and inoculation of patient samples. Although, not recommended by biomérieux, if an intermediate tube needs to be used to collect optimal blood volume from a difficult patient (e.g. Pediatric patient), then an sps tube should be used since it is associated with blood collection for microbiology testing. The IFU and references to other related sources (e.g. Cumitech 1c 4) for the pf plus culture bottle provides the user with information that the use of collection tubes instead of direct inoculation of a patient sample into a bact/alert culture bottles can provide a source of contamination where the organism detected is not actually present in the patient. The customer is provided with adequate instructions in the IFU and the referenced cumitech 1c 4 that address how to reduce the chance of contamination during sample collection/bottle inoculation into pf plus bottles. Disinfection of bact/alert culture bottle prior to use, disinfection of the venipuncture site of the patient prior to insertion of the needle, and direct draw into the culture bottles are main requirements to reduce the chance of contamination during sample collection/bottle inoculation with pf plus bottles. Inadequate collection process or technique can lead to a potential route of contamination. Manpower is a potential contributing factor to this complaint. Environment: environmental conditions such as dust, dirt, light, temperature, biological material, and humidity conditions of the manufacturing area or the exposure of the patient sample at a customer¿s site will contribute to the root cause of an issue. The customer stated that they have seen an increase in inoculated blood culture isolates for gordonia sputi with lot 0004057068. All blood drawn sample were from pediatric patients located in the emergency room (case (B)(4)/(B)(6)). This customer had previously reported an increase of blood culture isolates for burkholderia cepacia with different lots of pf plus used on pediatric patients drawn in the emergency room (case (B)(4)/(B)(6)). The emergency room would be one of the high traffic areas most exposed to external elements brought in with patients (e.g. Dirt, biological material). The potential for blood culture bottle contamination would be high. The customer did not communicate the degree or frequency of disinfection methods that are performed on storage units for the materials used or surrounding areas (e.g. Floors, computer stations) in the emergency room of their hospital. The emergency room and materials used would be a suitable environment for the growth of the gordonia sputi contaminant is at the customer¿s site. Environment is a potential contributing factor to this complaint. Conclusion: there is no evidence of any bottle malfunction with the bact/alert pf plus culture bottle lots. Monitoring and detection methods for potential bottle contamination are part of the manufacturing and quality control processes for bact/alert culture bottles.

Event description:
A customer in (B)(6) notified biomérieux of potential false positive bottle results for five (5) pediatric patients in association with the bact/alert® pf plus (plastic) culture bottle (ref. 410853, lot 0004057068). The customer stated that five (5) pf plus culture bottles were collected for five (5) separate pediatric emergency patients. Testing of the contents for each of the five bottles returned an organism identification of gordonia sputi. The customer explained that the result had been returned as a true pathogen for the first patient. The patient had pyelonephritis and was treated accordingly. Due to the redundancy of the organism for the other four patients, there was a suspicion of bottle contamination during sample collection. However, no confirmation has been provided by the customer. Biomérieux customer service requested details related to each patient. Were the results reported to the physician as a pathogen, or a contaminant? Was there any prescribed treatment? What was the outcome for each patient? At the time of assessment, no details have been provided. Biomérieux requested if the customer performed an internal investigation, and if so, what are the results? At the time of assessment, no answer/information has been provided. There has been no indication or report from the customer that the test results led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.